Event description:
It was reported that during a fistulogram in the central veins, site unk, the balloon ruptured at rated burst pressure. It is not known how many times the balloon was inflated. The balloon was inflated with a syringe. It is unk if there was calcification in the vessel. There was no pt injury reported.

Manufacturer narrative:
The sample has not been returned for evaluation date. It is unk if pt or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unk.